Manufacturer narrative:
Visual inspection performed by r&d project manager the visual inspection was performed on (B)(6) june. One may consider that the glenosphere screw was not fully engaged in the baseplate threaded hole, as the terminal portion of the glenosphere screw has a deformation of the thread on a side and looks slightly bent. The liner is damaged on the thinner part, presumably due friction with the scapula. The articular surface of the glenosphere is full with scratches caused by friction with other implants. One petal is missing from a polyaxial glenoid locking screw. The petal may have been damaged during the removal procedure.

Manufacturer narrative:
Batch review performed on 27 may 2019: lot 174737: (B)(4) items manufactured and released on 11-jan-2018. Expiration date: 2022-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: few months after rsa a trauma occurred and the glenosphere got loose from the baseplate. In the post-trauma radiograph, a baseplate locking screw also looks loose. The sequence of events cannot be determined: the bone screw getting loose could have contributed to the detachment of the glenosphere. The trauma - the patient fell on the operated shoulder - most probably contributed to the event. One single root cause could not be determined.

Event description:
On "may 2nd", 2019 we were informed about a revision surgery performed on (B)(6) 2019, 5 months after the primary, due to noise in the shoulder joint when moving the arm caused by loose glenosphere and glenosphere fixation screw (confirmed by x-ray). The patient also reported that he fell on the treated shoulder(it's not confirmed if the fall was a cause of the loosening). Glenosphere, screw and inlay have been revised successfully (a torque limiter has been used).